Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the subxyphoid ten/eleven puncture site leaked co2 due to a slit in the inner trocar gasket. The surgeon did not exchange the trocar out. The device came from a fdc15 kit. There was no consequence to the patient.